Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. No changes were made.

Event description:
Additional information indicated that the patient presented in clinic to have the right ventricular (rv) lead revised. The rv was explanted and replaced with no consequences to the patient.